Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of cellulitis ("she experienced a "cellulitis infection" on her legs") in a 38-year-old female patient who received dr scholls freeze away wart remover cutaneous liquid (batch no. S11786027) for warts. The occurrence of additional non-serious events is detailed below. Medical conditions: patient is not taking any concomitant medications. On an unknown date, the patient started dr scholls freeze away wart remover. On the same day, the patient experienced medical device site vesicles ("areas first blistered") with application site discharge and medical device site erythema ("then turned red"). On (B)(6) 2017, the patient experienced cellulitis (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced medical device site discolouration ("post-inflammatory hyperpigmentation left behind from the lesions caused by the freezing product"). The patient was treated with antibiotics and wound care (gauze pads and antiseptic cleaner). In 2017, the medical device site erythema had resolved. On (B)(6) 2017, the medical device site vesicles had resolved. On (B)(6) 2017, the cellulitis had resolved. At the time of the report, the medical device site discolouration had not resolved. The reporter considered cellulitis, medical device site discolouration, medical device site erythema and medical device site vesicles to be related to dr scholls freeze away wart remover. Quality-safety evaluation of ptc: investigation: the consumer did not provide the lot code information for the product. A batch record review was not possible. The nature of the complaint is that the consumer says "experienced cellulitis infection on her legs after using dr. Scholl's freeze away wart removers." The product, dr. Scholl's freeze away is sold as a kit that contains a canister of freeze away, one reusable activator, 7 disposable soft-tip applicators and directions for use. Qa notes that this product is sold as a kit that contains an instruction booklet for use. The applicator must be applied correctly to the activator in order for the product to dispense correctly. Per package instructions, the white applicator should be attached to the blue nozzle of the can and twisted clockwise to lock in place the blue activator should be placed on a table with the pressurized can turned upside down. The applicator inserts into the activator and the 3 tabs on the pressurized can should be aligned with the three slots in the activator. Press down on the pressurized can for 2-3 seconds. The product should dispense with an audible hiss and the tip of the applicator turns cold. Conclusion: no product was returned and a lot code was not reported. No corrective action is warranted at this time based on the information provided and research conducted. An in depth ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. The quality unit evaluation was unable to confirm the complaint. The reported medical event is not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action due to the adverse event is determined in response to the respective signal. Most recent follow-up information incorporated above includes: on (B)(6) 2017: upon internal review, the category of event "she experienced a "cellulitis infection" on her legs" was revised to incident, considering that intervention was required (oral antibiotics) to prevent permanent impairment of body function or permanent damage to body structure. This spontaneous case describes the occurrence of cellulitis ("she experienced a "cellulitis infection" on her legs") in a 38-year-old female patient who used dr scholls freeze away wart remover for warts. The reported event is serious due to medical significance and is unlisted in the reference safety information of the suspect device. Considering that the infection occurred on application sites, the possibility that the suspect device increased the risk of infection through application site reactions cannot be excluded, therefore company considers the causality to be related. An in depth product technical complaint investigation cannot be conducted by the quality unit as a batch number or sample was not provided. The quality unit evaluation was unable to confirm the complaint. Upon internal review this case was regarded as incident since intervention was required (oral antibiotics) to prevent permanent impairment of body function or permanent damage to body structure.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of cellulitis ("she experienced a "cellulitis infection" on her legs") in a (B)(6)-year-old female patient who received dr scholls freeze away wart remover cutaneous liquid for warts. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started dr scholls freeze away wart remover. On an unknown date, the patient experienced cellulitis (seriousness criterion medically significant), application site vesicles ("areas first blistered") with wound secretion and application site erythema ("then turned red"). The patient was treated with antibiotics. At the time of the report, the cellulitis, application site vesicles and application site erythema outcome was unknown. The reporter provided no causality assessment for application site erythema, application site vesicles and cellulitis with dr scholls freeze away wart remover. Company causality comment: this spontaneous case describes the occurrence of cellulitis ("she experienced a "cellulitis infection" on her legs") in a (B)(6)-year-old female patient who used dr scholls freeze away wart remover for warts. The reported event is serious due to medical significance and is unlisted in the reference safety information of the suspect device. Considering, that the infection occurred on application sites, the possibility, that the suspect device increased the risk of infection through application site reactions cannot be excluded, therefore company considers the causality to be related.